Event description:
Ous MDR - it was reported that approximately 19 months after implant this ICD was explanted due to battery depletion. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. In a first step the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. In the course of the visual inspection of the lead, two severe constrictions of the lead body were detected approx. 27 cm distal to the df4 connector pin. It is assumed that these constrictions resulted from a tight sutured ligature. However the insulation was intact in this area. No deviations were noted, which can be considered to be the root cause of the clinical observation. Upon receipt, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was directly measured and was normal and as expected. At a next step the battery was disconnected from the electronic module and the battery voltage was measured, demonstrating that the battery was not depleted. The electronic module was attached to an external power supply to test its functionality. The device was still not interrogatable. Further thorough inspection of the electronic module identified a damaged integrated circuit to be the root cause of the clinical observation. Based on the damage symptoms of the integrated circuit, the electronic module was most probably damaged due to the presence of strong alternating magnetic fields. A strong alternating magnetic field larger than the values documented in the promri user manual for that product or applied scan areas differently than intended might lead to an unspecified induced voltage over the electronic module, possibly resulting in a damage of single electronic components. Please note, that this does not represent a device malfunction. In conclusion, the lead did not show any abnormality. The analysis revealed that the clinical observation resulted from a damaged integrated circuit of the electronic module. Based on the damage symptoms a strong alternating magnetic field is considered to be the root cause, however due to the information available this cannot be confirmed. The manufacturing records document a normal device production. There was no indication of a material or manufacturing problem.